Manufacturer narrative:
(B)(4). D10: cat# 30103605 lot# 66231661 g7 vit e neutral lnr 36mm. Cat# 00877503602 lot# 3170581 biolox delta fem head, 36mm, +0mm. Cat# 574201060 lot# 3158250 avenir cmpl ha std col size 6. Cat# 110010244 lot# 66005192 g7 osseoti 3 hole shell 52mm. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2024-00673.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date and is being considered for a revision in approximately one month. It was reported that the original surgeon reamed out the posterior wall of the acetabulum, the cup was then implanted with no posterior support, and a void was left between the implant and anterior bone. There was no issue with the implant. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. It is unknown what the patient was experiencing was a result of the original surgeon reaming out the posterior wall of the acetabulum. Medical records and/or x-rays were not provided to support the allegations. Product placement is the surgeon's discretion based on patient anatomy. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.